Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system exhibited low impedances out of range in the non boston scientific right atrial (ra) lead and have been trending low in the last two months. Additionally, there is a suspected loss of capture in the ra. Technical services (ts) recommended to perform a patient initiated interrogation (pii). This crt-d remains in service. No adverse patient effects were reported.